Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh780 hematology analyzer generated erroneously high hemoglobin (hgb) results with operator defined h&h check failed* messages. The instrument flagging could not be assessed as the instrument printouts were not provided. The erroneous results were not reported out of the laboratory. Repeat testing on an alternate instrument, coulter lh750 hematology analyzer, produced lower results, which the customer considered correct. No h&h check failed message was generated upon this repeat testing. There was no death, injury, or change to patient treatment attributed to this event. H&h check failed means: hct < [(hgb x 3)-3] or hct < [(hgb x 3)+3]. Hct = hematocrit.

Manufacturer narrative:
Samples were collected in vacutainers. Qc results obtained before and after the event were within the established ranges. After the event on (B)(6) 2011, the customer decided to lower the hgb calibration factor on the lh780 instrument by 1g, and the control results came in about 1g/dl lower and were within the specified ranges. The customer performed reproducibility on both instruments and they were within specifications. Field service engineer reported that the problem was due to result recovery variance between the two instruments and that the instrument needed to be recalibrated. The customer decided not to manually adjust the hgb calibration factor and is waiting for the new s-cal calibrator to recalibrate the instrument. In the meantime, the lh780 instrument is out of service and the customer is running all patient samples on the lh750 instrument. The root cause for the event is not determined but may be related to calibration issue.